Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported 23 false positive samples on the alinity m sars-cov-2 assay. The discrepant samples were repeated on argene, and the results were negative. None of the false positive results were reported out of the lab. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in france using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 525860 is performing outside of established design performance specifications based on the elements reviewed in this section. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication of abnormal amplification curves. No abnormality was observed when reviewing the amplification curves. Customer ran environmental swabs and contamination was found in the lab. The likely cause of this event could be linked to environmental contamination. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525860 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525860 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 525860. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525860 was not identified.